Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a high blood glucose reading of 457 mg/dl. Customer disconnected and took the insulin pump off. Customer took off the site and the cannula was bent. Customer stated that her blood glucose was going up. Customer's current blood glucose is 517 mg/dl. Customer reported that her stomach hurts due to the high blood glucose. Customer took 10 units of a novolog pen and tried to use the pump. Customer had moderate ketones and did troubleshooting for the bent cannula.